Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report.

Event description:
Missed/corrected description: customer's mother reported customer had a low of 2.2mmol/l after pump error 130 (unexpected movement in hall sensor counts - motor movement related to strong magnetic source exposure) and placing same reservoir without disconnecting at the quick release after pump restart. During a set change on morning of call, customer also was not disconnected during the rewind/prime sequence. Customer was taken by the ambulance to the emergency room on (B)(6) 2023 at 01:00. Customer was not hospitalized. Customer was treated with glucagon spray. Pump was used at the time of the incident. Per caller, auto mode was not used. Customer discontinued the pump.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 2.2 mmol/l at the time of the event and customer also faced pump error 130. The customer was taken to emergency room and admitted to the hospital and was treated with glucagon spray.. Troubleshooting was performed and found that the insulin pump was used within 48 hours. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. No unexpected pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no pump error 130 alarm recorded in the formatted history file for the event date 27-jan-2023. However, pump error 130 alarm was was recorded and found in the formatted history file on: 01/26/2023 at 22:40:42.000. No pump error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm recorded in the formatted history file for the event date 27-jan-2023. Pump was cut open to perform visual inspection and found no corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Pump error 130 alarm was confirmed according in the formatted history file download, problem isolated on the motor assembly. Please see below for pump errors/alarms noted 1 week prior to the event date 27-jan-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 01/27/2023 16:11:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on 31-jan-2023 at 5:26:56 pm. There was no power data available for the event date of 27-jan-2023. Unable to check power data for low battery alert. The pump was received without a battery cap installed. The pump was received without a battery installed. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case, a serial number label missing and a end cap address label missing. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The motor functioning properly. However, pump error 130 alarm was confirmed according in the formatted history file download, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.